Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was not working. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick connector. The root cause for the defective power brick connector could not be positively identified. No adverse event resulted from the defective power supply brick connector. The pt received a replacement battery charger/modem.